Manufacturer narrative:
D9: device not returned for evaluation.

Event description:
No new information.

Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that the e-sep safeair pencil activated without the surgeon pressing any buttons. It was reported that the patient was burned by the pencil that was resting on the patient. It was further reported that the burn did not require medical intervention. It was further reported that the procedure was completed successfully, without significant delay.